Manufacturer narrative:
Updated: h6, h10 corrected: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, the mouthpiece was loose, the adhesive around the objective lens was peeled, switch 1 had a scratch, the image guide protector had a scratch, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had reduced angulation. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.